Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when they used the mdt clinician programmer, its difficult to turn enterra off in pre-op. Caller do not have the clinician programmer with her for further troubleshooting, unknown when the difficulty started. No further patient complications are anticipated or expected as a result of this event.